Event description:
Olympus (osh) was informed via repair request that the connector on the customer visera pro video system center is ¿loose and cannot be locked tightly¿ occasionally resulting in no image. The user had to make re-connection. The customer reported issue was found during reprocessing. The scheduled procedure was completed using the same one. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, however, noises/stripes displayed on the image when the connector was moved/manipulated. The device has not been repaired in the past year. The cause of the loose connector is unknown; however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Correction: the customer's complaint of no image was not reproduced. However, noises/stripes displayed on the image when the connector was moved/manipulated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.